Event description:
This ra lead was implanted on (B)(6) 2009. A call was placed to technical services on (B)(6) 2018, stating that this lead had out of range impedance. Lead safety switch, and noise. The following physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).